Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with myocardial infarction. Vascular access was obtained via the radial and femoral artery. The 95% stenosed, 24x3.5mm, eccentric, de-novo target lesion containing a lesion bend of <=45 degrees was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion was predilated with a 2.0 x 15 mm balloon. Upon advancing a 3.50x24mm promus element plus drug-eluting stent through a 6fr guide catheter, resistance was noted and the device could not be advanced anymore. After removing the device, the shaft broke at the medium level. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft was broken at 212mm distal of the strain relief. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several outer extrusion and inner lumen kinks across the length of the extrusion shaft. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with myocardial infarction. Vascular access was obtained via the radial and femoral artery. The 95% stenosed, 24x3.5mm, eccentric, de-novo target lesion containing a lesion bend of <=45 degrees was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion was predilated with a 2.0 x 15 mm balloon. Upon advancing a 3.50x24mm promus element¿ plus drug-eluting stent through a 6fr guide catheter, resistance was noted and the device could not be advanced anymore. After removing the device, the shaft broke at the medium level. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.